Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "intermittent keypad" was confirmed and reproduced during evaluation. The evaluation found the unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent operation of the #0 and #1 and excessive force needed to activate those keys. This was caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing it was found that a spectrum pump had an intermittent keypad response. There was no pt involvement.